Event description:
It was reported that the implant had extruded on (B) (6) 2010. The surgeon dealt with it with plastic surgery on (B) (6) 2010. There is no report of an accident or infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.